Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm was not a factor and the vessels were severely calcified. It was reported that at the time of implant the physician did not want to attempt to go up the right side, so went up on the left side. Due to the tight calcified plaque and poor outflow the stent graft was converted to an aui followed by a fem-fem bypass. Recently the patient presented with limb occlusion. The physician was able to resolve the occlusion with balloon angioplasty. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(6). Evaluation, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related; severely calcified). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severely calcified).